Manufacturer narrative:
Device not returned to the manufacturer.

Event description:
The customer complained on (B)(6) 2017 on a clinimacs® tubing set which was ieaking during priming step at che lower portion of the 4-way connection on the outside tube that runs along the left side of the clinimacs® plus instrument. No integrity test was performed as it had not come no that point yet. The customer stated further that the cellular material of the patient was still available. Therefore, any risk for the patient could be ruled out. They used a spare tubing set to perform the cell separation.